Event description:
It was reported that a remote monitoring transmission was sent and a right ventricular (rv) lead sensing threshold measurement below the normal range was noted. The lead remains in use. No patient complications have been reported as a result of this event.